Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the malfunction is undetermined. The july 2008 15-month rf probes product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp (bsc) in 2008 that a leveen coaccess electrode system device was used during a radio frequency ablation procedure performed on four days earlier. According to the complainant, during the procedure, the pt presented with incontinence and received minor first degree tissue burns on the waist and upper thigh where the urine had flowed and touched the grounding pads. The burns were reported to be very small. Four pads were used during the procedure, two on the upper part of each thigh. The pads were monitored throughout the procedure. The pads were not bsc supplied pads. The recommended settings were used, with 177 watts being the highest power achieved. The procedure was completed with this leveen coaccess electrode system device. Aloe lotion was applied to the burn. There was no serious injury reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".